Event description:
Boston scientific received information that during a routine clinical follow-up, noise and low pacing impedance values were exhibited with this right ventricular lead; shock impedance observed within a normal range. Daily measurements were reviewed at which time a gradual decrease in rv pacing impedance had been observed. A review of stored data confirmed more than 500 events, with a majority due to non-sustained episodes in the absence of shock therapy. Additionally, noise was confirmed on the rv lead and the physician indicated an x-ray would be performed at a later date. Subsequently, the patient was admitted due to an inappropriate shock with interrogation confirming noise presence on the shock channel. The x-ray revealed potential lead damage just below the clavicle region. During surgical intervention, the lead was surgically abandoned and another lead successfully implanted in the absence of additional adverse patient effects.

Manufacturer narrative:
(B)(4). Laboratory analysis was performed on the returned proximal segment which measured approximately 270 mm: the tip segment of the lead was not returned. Setscrew marks were observed on all terminals pins; however, no discernible setscrew marks were noted on the ring. Visual inspection showed the trilumen insulation was abraded through all three lumens, at the end of the returned segment: 260-270 mm from the terminal pin. Additionally, webbing damage was noted between all three conductors in this same location. The lead external material on all three conductors, appeared torn and/or abraded. The distal and proximal high voltage conductors appeared fractured at this same location. Microscopic analysis indicated the damage was initiated by a localized compressive stress. The rate sense conductor was also deformed however intact in this area. Analysis of the returned segment was suggestive of lead damage induced, due to the lead location and result of entrapment within the clavicle, first-rib region.

Event description:
Subsequently, a partial lead segment was received for analysis following lead removal due to infection (see report- 2124215-2015-07957).

Manufacturer narrative:
In the absence of a returned product, boston scientific remains unable to confirm the reported clinical observations. Should additional information become available, a follow-up report will be submitted.